Event description:
During functional testing at zoll's technical service department, the device displayed a "discharge fault", "defib fault 80", and "defib fault 72" message. There was no patient involvement during the malfunction.